Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and performed a tip take-up and x-arm alignment. The instrument was inspected, tested without further problem, and returned to service.